Event description:
It was reported that the depuy revision ceramic head was used on a competitive stem. The surgeon needed a 12/14 taper head and no competitive implants were in the hospital. Surgeon aware this is off label use. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).